Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that positioning and removal difficulty occurred. The patient was undergoing an atrial fibrillation electrical isolation pulmonary vein or cryotherapy procedure. Vascular accesses was obtained via double right femoral puncture for placement of 7 and 8fr introducer sheaths to pass a non-bsc steerable sheath. Two left femoral venous punctures with placement of 6 and 7fr introducer sheaths. A non-bsc catheter was passed to the coronary sinus and an intracardiac ultrasound probe was positioned in the right atrium through the left punctures. Transeptal puncture is done under echocardiographic vision to pass a non-bsc catheter. The 035/180/3mm amplatz super stiff guide wire is passed and positioned in the left superior pulmonary vein. During the maneuver to exchange the non-bsc sheath the amplatz guide wire was dislodged from the left superior pulmonary vein and entered through the mitral valve to the left ventricle. Repositioning of the amplatz guide wire was attempted to the superior left pulmonary vein by performing direct traction without the possibility of withdrawal. However consult was requested for hemodynamics and cardiovascular surgery which confirms the guidewire at the level of the chordae tendineae. The patient was sent to surgery for withdrawal of the guidewire in the mitral valve.

Manufacturer narrative:
Brand name corrected from amplatz super stiff guidewire to amplatz super stiff¿. Manufacturer name corrected from boston scientific - costa rica (coyol) to boston scientific - costa rica (heredia). Upn- search corrected from m001465010 - ampl ss jtip 035/180/3mm (b/1) - 46-501 to m001465011 - ampl ss jtip 035/180/3mm (b/5) - 46-501. Upn corrected from m001465010 to m001465011. Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged as part of overall visual revision. The returned device matches with upn provided by the customer. The guidewire has the distal tip unraveled; a section of the coil was detached and it was not returned. The core wire (body) is kinked in some sections of the distal tip; it measures approximately 180 cm from the proximal end. The overall length could not be performed due to device condition (distal tip unraveled). Outer diameter (od) of distal tip could not be performed due to device condition (distal tip unraveled). Od of middle of the device and od of proximal section are within specification. The device was measured according to the drawings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that positioning and removal difficulty occurred. The patient was undergoing an atrial fibrillation electrical isolation pulmonary vein or cryotherapy procedure. Vascular accesses was obtained via double right femoral puncture for placement of 7 and 8fr introducer sheaths to pass a non-bsc steerable sheath. Two left femoral venous punctures with placement of 6 and 7fr introducer sheaths. A non-bsc catheter was passed to the coronary sinus and an intracardiac ultrasound probe was positioned in the right atrium through the left punctures. Transeptal puncture is done under echocardiographic vision to pass a non-bsc catheter. The 035/180/3mm amplatz super stiff guide wire is passed and positioned in the left superior pulmonary vein. During the maneuver to exchange the non-bsc sheath the amplatz guide wire was dislodged from the left superior pulmonary vein and entered through the mitral valve to the left ventricle. Repositioning of the amplatz guide wire was attempted to the superior left pulmonary vein by performing direct traction without the possibility of withdrawal. However consult was requested for hemodynamics and cardiovascular surgery which confirms the guidewire at the level of the chordae tendineae. The patient was sent to surgery for withdrawal of the guidewire in the mitral valve.